Manufacturer narrative:
Other, other text: no product was returned. The investigation determined the most probable cause to be the dso sensor, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. D3, g1, and g2 email is: (B)(4).

Event description:
It was reported the device alarms no disposable pump won't run. They stopped the pump and powered off. Line clamped and cassette removed. Tubing massaged and tapped cassette on hard surface. Double beep persists. They removed cassette again and depressed green tab multiple times. Reconnected cassette and restarted pump. Clamp opened. Res vol 94.3, rate 2.3, given 12.7. No patient affected. No additional information available.

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.